Manufacturer narrative:
Due to character limit in e1 initial reporter name (B)(6), event site name (B)(6), event site address (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium level dropped very quickly, after replacing the cylinder the same situation, probably a leak in the connection socket. No one was hurt.

Manufacturer narrative:
Updated fields - b4, e1 event site telephone and event site email, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, h6 health effect ¿ clinical code, medical device ¿ problem code additional field: due to character limit in e1 initial reporter name is grzegorz bednarczyka getinge field service engineer (fse) evaluated the unit and found mechanical damage (rupture) to the trolley connector o-ring. The o-ring was replaced by fse with a new one and leak tests were performed. The pump is tight after replacing the o-ring and no helium loss was detected. All functional and safety test performed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium level droped very quickly, after replacing the cylinder the same situation, probably a leak in the connection socket. No patient involved, no harm.